Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The MRI gauss alarm board was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.